Manufacturer narrative:
Model number/catalog number 72404310, serial number (B)(4), batch/lot number 1000285837 ,gtin (B)(4), description pump ms, expiration date 06/10/2024, manufacturer date 06/12/2019. Model number/catalog number 72404161, serial number (B)(4), batch/lot number 1000285776, gtin (B)(4), model/catalog description reservoir 65ml pc, expiration date 06/10/2024, manufacturer date 06/12/2019.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the solution seems to be too late in pump, so it did not work even if I tried it several times with the operation manual. The device did work in (B)(6). The physician checked the ultrasonic photo and it seemed that there was no solution in the reservoir. The color of the solution was also changed, and the whole procedure was replaced by reoperation. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated in early (B)(6) 2019, the pump did not work so the patient visited the hospital. There was a microscopic hole in the cylinder tube, and it was thought to be leaking somewhere in the product. After the replacement, the connection point was checked several times and check the test to see that it worked well.

Manufacturer narrative:
Analysis: cylinder analysis: a hole in the cylinder was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. They performed within specifications. The product analysis could not confirm the device allegation. The investigation conclusion code of no problem detected was chosen because the reported events could not be substantiated or reproduced through investigation. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Reservoir analysis: fluid loss in the reservoir was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis could not confirm the allegation of device malfunction. The investigation conclusion code of no problem detected was chosen because the reported events could not be substantiated or reproduced through investigation. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Pump analysis: device malfunction was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functional tested due to a misaligned spring. The product analysis confirmed the allegation of device malfunction. If the spring was misaligned the pump inflate/deflate functionality would be compromised. The pump failure is not the most probable cause of the lack of fluid in the reservoir, however the misaligned spring is a probable cause for the report of a pump malfunction. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced through a component failure during product investigation. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. D4 model number/catalog number 72404310, serial number (B)(6), batch/lot number (B)(6), gtin 878953003986, description pump ms, expiration date 06/10/2024, h4 manufacturer date 06/12/2019. D4 model number/catalog number 72404161, serial number (B)(6), batch/lot number (B)(6), gtin 878953003238, model/catalog description reservoir 65ml pc, expiration date 06/10/2024, h4 manufacturer date 06/12/2019.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the solution seems to be too late in pump, so it did not work even if I tried it several times with the operation manual. The device did work in july. The physician checked the ultrasonic photo and it seemed that there was no solution in the reservoir. The color of the solution was also changed, and the whole procedure was replaced by reoperation. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated in early july 2019, the pump did not work so the patient visited the hospital. There was a microscopic hole in the cylinder tube, and it was thought to be leaking somewhere in the product. After the replacement, the connection point was checked several times and check the test to see that it worked well.